Event description:
Additional information was received from a company representative. The event required a repair kit. The catheter/portion of catheter was being returned to the manufacturer.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 8780, lot# 0229756590, implanted: (B)(6) 2025, partially explanted: (B)(6) 2025, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 28-aug-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who was receiving morphine and naropin via an implantable pump. The patient's medical history included cancer (primary or metastatic). It was reported that during placement of the intrathecal pump, the proximal end of the catheter broke and could no longer connect to the distal end of this catheter. Adaptation and replacement with a connection using an ascenda model 8784 pump segment revision kit was further indicated. The "dmi" had been installed. The issue was resolved. The patient was without injury regarding their status as of (B)(6) 2025.

Event description:
This event was also reported under manufacturer report #3004209178-2025-10653. [Information was received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) regarding a patient with an implantable pump. It was reported that during the insertion of the intrathecal pump, the proximal end (tip) of the catheter broke and could no longer connect to the distal end of this catheter. There was an adaptation and replacement with a fitting of catheter ascenda pump segment overhaul kit 8784 and the dmi had been implemented. The issue was resolved at the time of the report. Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that this was the patient's first implantation and that the catheter had not been returned yet. A revision kit was used for the connection and the device was available at the pharmacy. The serial/lot number of the pump and catheter were provided. The implant date for the pump was also provided. It was stated that the patient was receiving intrathecal naropin and morphine via an implantable pump for primary or metastatic cancer]. Any additional information received will be reported under this manufacturer report number (#3004209178-2025-10672).

Manufacturer narrative:
Upon further review, the information documented in regulatory report 3004209178-2025-10653 was determined to be the same event reported in regulatory report 3004209178-2025-10672. Any further information regarding this event will reported in regulatory report 3004 209178-2025-10672. Section e correction: initial reporter information updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: 8780 catheter: analysis identified the collet was detached/missing from the connector. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.